Event description:
It was reported that the atrial lead was damaged with an outer insulation breach. Low impedance and no capture were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.